Manufacturer narrative:
This is a correction to the supplemental follow-up #1. It was previously reported: no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4) it should be corrected to reflect that the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4)

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bi-directional navigational catheter and suffered a cardiac tamponade requiring a pericardiocentesis and surgical intervention. During mapping, a left ventricular perforation occurred. A cardiac tamponade was confirmed via echocardiogram. A pericardiocentesis yielded an unknown amount of fluid. The procedure was aborted. The patient was sent to the operating room for surgical repair of the injury. No transseptal puncture had been performed. No ablation had been performed. There were no complaints of malfunction of the catheter. No high force was observed. There were no error messages observed on the biosense webster equipment during the procedure. It was stated that the issue may have been related to the catheter handling during mapping. There is no information about the hospitalization. The patient fully recovered with no residual effects. The patient's bad condition of the left ventricle may have contributed to the event. The physician's opinion regarding the cause of this adverse event is that it was procedure related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.